Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a controller failure alarm occurring prior to starting a case. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the aic -controller error issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: complaint intake is accurate of case start date with the case starting on (B)(6) 2022 and pump explant. However, after reviewing imc logs, no log entries for "controller error" or "controller failure" were found. Imc log analysis of the entire case showed no issues. Device analysis: console arrived in danvers. Ic8950 was powered on, where no alarms had occurred. Alarm history was reviewed, where no controller error or controller failure alarms were present. Console was ran on pump and purge with no issues occurring. This report is being filed as part of a retrospective review of historical records.